Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found degraded downstream occlusion (dso) seal. This indicated a reportable malfunction based on the degraded dso. The cause of the reported issue was power button did not work. The downstream and upstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for the pump did not power on. During physical inspection, it was found that there was a degraded downstream occlusion (dso) seal. There was no patient involvement, no patient injury was reported.